Event description:
Due to incorrect image plane dicom tag 0018, 1164 sent from the iip to the siemens mv300, the image measurements on the mv 300 were 33% of the original size. This resulted in the measurement for prosthesis for pt being incorrect and as a result the prosthesis did not fit the pt properly.